Manufacturer narrative:
Head-end siderails structural cracks with sharp edges.

Event description:
It was reported by service report that the siderail panels were broken. No pt involvement or adverse consequences were reported.